Event description:
Smiths medical international ltd., has been notified of an event that air leakage through the pilot balloon after the tracheostomy tube was in use for two days. Unit was pretested per instructions for use. No adverse outcome. Event occurred at the hospital - foreign country.